Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2010 the 3.0x28 xience v stent was implanted in the proximal left anterior descending coronary artery (lad). The patient had stable angina with stent thrombosis on (B)(6) 2015 and was hospitalized. Percutaneous coronary intervention (pci) was performed on (B)(6) 2015 in the target vessel, target lesion. The condition resolved on (B)(6) 2015 without sequela and the patient was discharged. No additional information was provided.